Event description:
It was reported that about two months post-operatively, follow-up imaging identified that a virage screw's threaded shaft had fractured at the left c7 level. The screw remains embedded in the vertebral body. The patient is asymptomatic and a revision surgery is not planned.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.